Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to an infection around the implant site. Additional information has been requested but has not been provided as of the date of this report, (B)(6) 2013.the patient was reimplanted with another device on (B)(6) 2013.

Manufacturer narrative:
Correction: the patient was not reimplanted as previously reported. The patient was implanted in the contralateral ear on (B)(6) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).